Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. There was no indication the device was in patient use. The device was evaluated by the manufacturer's field service engineer and the customer's complaint was confirmed. The device's proportional valve and three-way solenoid valve were replaced to address the issue. The device was tested and passed all final testing.